Event description:
On (B)(6) 2026, the patient sought medical attention while wearing a pod on the abdomen for longer than 48 hours. The reason for seeking care was due to persistent hyperglycemia that occurred despite multiple bolus deliveries. The patient reported severe weakness, dehydration, and muscle cramping, with difficulty getting out of bed. Blood glucose was reported as 530 mg/dl at the time of the event, and a diagnosis of extreme high blood sugar was given. Medical treatment consisted of intravenous insulin infusion, and the total length of the medical visit was approximately six hours, with discharge on the same day. Per patient, the pod cannula was confirmed to have been inserted into the skin, though insertion felt less secure compared to other pod and upon pod removal, the cannula looked bent.

Manufacturer narrative:
Locked down smartphone: omnipod software app version: operating system: hardware: cgm sensor type: